Manufacturer narrative:
No product was received therefore no further investigation could be performed.

Event description:
There was an allegation of a display issue with the coaguchek xs meter where there was flickering in the results field. A display test was performed and the results field was flickering. The meter memory was reviewed and the results field was flickering. There was no misinterpretation of a result due to the issue.

Manufacturer narrative:
The meter was requested to be returned for investigation. The investigation is ongoing.